Event description:
Coiling treatment of a right p-com aneurysm. It was reported the coil was partially deployed inside the aneurysm and then pulled back for repositioning. The coil could not be advanced or withdrawn and eventually detached inside the catheter. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. Based on the investigation, the coil detached due to excessive force exerted on the coil while pulling it our of the catheter. (B)(4).